Manufacturer narrative:
(B)(4). Patient demographics such as age, date of birth, gender, and weight were not provided by the customer. Any additional information received from the customer will be included in a follow-up report. (B)(4). A carefusion (cfn) field service representative (fsr) went onsite to evaluate the suspect device. The cfn fsr was able to duplicate the issue by setting up a new patient circuit and observing the facility's rt (respiratory therapist) add water to the cup. The cfn fsr has determined the root cause to be too much water in the trap that is located inline with the patient circuit. The cfn fsr has determined the water levels added, were too high and this caused the suspect device to alarm circuit disconnect, circuit occlusion, and safety valve open. The cfn fsr provided education to the facility and they agreed to the cause of the event. The fsr found that the device functioned as intended and determined the suspect device is working appropriately.

Event description:
The customer reported circuit disconnect, safety valve open, and circuit occlusion alarms while using the avea ventilator. The customer observed excessive amount of water on the patient circuit. The issue occurred during patient use and suspect device was removed from the patient and the patient was placed on another working ventilator. There are no known reports of patient consequence associated with the event. The customer reported the exhalation filter was removed and replaced, but the issue was not resolved.